Event description:
Report received indicated that mother-(poa) of pt describes red patchy rash with bleeding skin under entire mass and border. The pt experienced the condition 1 day prior to complaint receipt. No further info was provided and pt outcome was not reported.

Manufacturer narrative:
Convatec in submitting this report as a result of remediation activities related to the FDA 483 issued (B)(4) 2014. Device listed in this report is used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4)2011. The data presented is from three different product applications. The report states that there are no significant trends.